Event description:
Reporter alleged, her husband found her passed out and he couldn't work the compact system to obtain a result as it would not power on. Reporter stated that he attempted to treat her with a glass of milk after he called the emts, but it was unsuccessful. Reporter stated the emts treated her with an injection of medication, took her to the ER, where she was given milk and a half sandwich. Reporter stated she was released that evening and her doctor advised her to decrease her insulin medication. No other actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.